Manufacturer narrative:
--

Event description:
Subsequent information indicates that the patient was seen for a revision procedure where the lead was surgically abandonded and replaced. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and another manufacture's device displayed a gradual rise in shock impedance to the 130's when programmed with the svc coil and impedances in the 100-110 ohm range when programmed with the rv coil. There were no adverse patient effects reported. The lead remains in service.